Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot number that was provided, n9279c, is not a valid batch and/or lot number for the device. Do you have the correct batch and/or lot number for the device? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? All information was provided.

Event description:
It was reported that during an unknown procedure, the device fired once. On the second firing, jaws would not open. No delay, new device opened. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60m cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted.